Event description:
The customer reported that the device knife became extended from the jaws during a laparoscopic-assisted vaginal hysterectomy. The surgeon opened a second instrument to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is user eval. When the device eval is complete a f/u report will be submitted.